Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found severe damage to the outer and inner shafts as they were stretched and twisted at 2.9cm from the port entry site for a length of 22.5cm. The distal inner broke at 2mm from the bi-component bond. A 0.014¿ guidewire could not be inserted due to stretching and breaking of the inner as well as breaking of the bumper tip. Therefore no inner diameter measurement of the inner could be taken due to the severe damage noted on the wire lumen. This type of damage is consistent with excessive tensile force being applied to the delivery system during attempts to remove the guidewire which got stuck inside the device. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device was found to be detached from the balloon. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and tip detachment occurred. The target lesion was located in the coronary artery. After a non-bsc guidewire crossed the lesion, a 3.50mmx16mm synergy¿ drug-eluting stent was advanced via the non-bsc guidewire. However, the wire was unable to be advance after a few centimeters from the tip of the stent and got stuck completely. When the device was removed, it was noted that the tip of the device got detached outside the patient's body. The distal shaft got stretched. The physician managed to separate the entrapped synergy¿ stent from the non-bsc guidewire. The procedure was completed with deployment of a 3.5mmx15mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that catheter entrapment and tip detachment occurred. The target lesion was located in the coronary artery. After a non-bsc guidewire crossed the lesion, a 3.50mmx16mm synergy drug-eluting stent was advanced via the non-bsc guidewire. However, the wire was unable to be advance after a few centimeters from the tip of the stent and got stuck completely. When the device was removed, it was noted that the tip of the device got detached outside the patient's body. The distal shaft got stretched. The physician managed to separate the entrapped synergy stent from the non-bsc guidewire. The procedure was completed with deployment of a 3.5mmx15mm non-bsc stent. No patient complications were reported and the patient's status was good.